Event description:
The patient reported the following change in therapy: loss of stimulation. It was further clarified that it was not a loss of stimulation, but the patient was feeling a tingling in their right hand so they thought they needed a programming adjustment. The tingling was similar to what they had felt when setting up programming. The patient hadn't checked their device with the patient programmer since they didn't know much about out to use the patient programmer. This was noted as a sudden change in therapy/symptoms. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that both generators were adjusted which resulted in the tingling in their right hand. To resolve the tingling in their right hand programming was done which resulted in their right foot cramping up and difficulty in walking which causes them to trip over small rugs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.